Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Event description:
During device prep for an ep procedure, a 12fr fast-cath trio sheath was found to be packaged with the label of a 14fr sheath. The same issue was noted with four other packages of the same lot. All five devices were discarded at the hospital.